Event description:
The complainant reported a pt experienced an allergic reaction after a procedure was performed with the suspect device. The pt was treated with benadryl and steroids. The hospital did not attribute the adverse event to contact with the suspect device.

Manufacturer narrative:
Device eval: the suspect device did not malfunction; therefore, an eval will not be performed. The hospital initially notified all manufacturers of devices that had any contact with the pt of the allergic reaction. A subsequent report from the hospital revealed new information regarding the pt. Specifically, the pt had shellfish and dye allergies. The hospital did not attribute the adverse event to contact with the suspect device. The manufacturer does not expect to receive any additional information regarding this complaint; however, if new information is received a follow-up report will be submitted.